Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Cautery and tool marks were noted on pacer. Electrical and mechanical analysis performed, including output capture verification, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri.

Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Cautery and tool marks were noted on pacer. Electrical and mechanical analysis performed, including output capture verification, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: h11 should include device history record (DHR) review statement.

Event description:
It was reported, that during an in-clinic follow-up. The pacemaker exhibited high capture thresholds. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.